Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer filled the cartridge with 250 units of insulin. The customer reloaded the cartridge; however, the customer received an inaccurate fill estimate right after completing the load process. The customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump.